Event description:
Same case as MFR #6000089-2004-00611, 00612, 00613, 00614, 00610. It was reported that 120 days after a coronary drug eluting stenting treatment procedure, aneurysms had formed around the taxus stents. In 2003, the lesions being treated were a 100% occluded right coronary artery (rca) lesion, 70% mid left anterior descending artery (lad) lesion, and a 70% circumflex artery (cx) lesion. Via femoral approach with a 6 fr cordis introducer the rca lesion was predilated with a 2.0 mm x 20 mm medtronic stormer balloon and a bsc viva 3.0 mm x 40 mm balloon. The physician then successfully deployed a taxus express2 8.8% 3.0 mm x 32 mm stent in the distal rca, a taxus 3.0 mm x 32 mm stent in the mid/distal rca, a taxus 3.5 mm x 20 mm stent in the proximal rca. The physician then predilated the mid lad with a quantum maverick 2.0 mm x 20 mm balloon. A taxus 2.5 mm x 24 mm stent was successfully deployed in the mid lad. The physician then predilated the cx (om1) lesion with a quantum maverick 2.0 mm x 20 mm balloon. The physician then successfully deployed a taxus 2.75 mm x 28 mm stent in the cx (om1) lesion. There were no pt complications. The pt was continued on plavix and asa therapy. Three months post stenting the pt presented with atypical chest pain. Per follow up angiogram and ivus, it was revealed that the pt had aneurysmal formation around all of their taxus stents. The pt, in the opinion of the physician, is doing "quite well." The pt will be restudied by angiography and ivus in 2004 to assess the aneurysmal formation. The opinion of the physician is that delavirdine (but also other drugs which can block cyp3a4 metabolic pathway might be included) is suspect to be the cause of the aneurysm formation.